Event description:
It was reported that the foot section was loose and lacked stability due to the mounts being worn. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.